Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported feeling "dizzy, lightheaded and wanted to sleep a little bit more". Customer reported taking prandin, metformin and actos to ameliorate her symptoms. There was no report of third party medical intervention, death or serious injury.